Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported that the patient faced infusion set occlusion at site. The patient replaced infusion set and resumed insulin successfully. No further information available.